Event description:
As reported by the patient¿s attorney, a pinnacle duet pelvic floor repair kit (MFR report #3005099803-2014-00523) and an advantage transvaginal mid-urethral sling system (MFR report #-3005099803-2014-00664) were implanted into the patient on (B)(6), 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.